Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the pt made mistake, area not clean before starting pd therapy, reused equipment and did not wear a mask. On the same day, the pt was hospitalized for the event. On an unreported date, the pt was treated with injection reflin (500 gram in each bag) and fortum (1 gram in each bag) ip for peritonitis. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.